Event description:
It was reported that during a routine device changeout, high impedance and loss of capture were observed on the left ventricular lead through the use of an external pacing system analyzer and the replacement device. An acceptable pacing vector was found and the lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.